Event description:
It was reported to philips that the system's x-ray was unavailable. The user performed a restart but system was unable to boot to the application. The procedure was completed on another system. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.